Manufacturer narrative:
(B)(4). Device not returned. Additional information was requested and the following details were provided: on what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Approximately 7th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue and white was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed as the device was not returned for analysis. As a lot number was not provided, the device history records could not be reviewed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the final transaction approximately the 7th firing the tissue pushed out of the device, the cut line was jagged, the staple line was oozing and the staples were not formed well. The staple line was suture which took an additional 45 minutes. The bleeding was controlled on its own and no transfusion was given to the patient. It is unknown if the additional procedure time changed the post op care of the patient. Suture was used to complete the procedure. No adverse consequences reported.